Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2022 / serial #: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 20-dec-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was overheating and exhibited a loss of power due to the patient disconnecting the power supply. Review of data log files that the ventricular assist device (vad) was off for approximately nine minutes. It was also observed that the vad exhibited a distinct decrease in flows and power. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed two (2) controller power-up events, with associated pump starts, logged on (B)(6) 2023 at 08:11:18 and at 08:20:15. Prior to the losses of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the losses of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was off for 8 seconds and for 9 minutes and 5 seconds, respectively. Additionally, review of the autologs report revealed a decrease in power consumption and estimated flows beginning on (B)(6) 2023, followed by a return to baseline parameters; 99 low flow alarms and one (1) high watt alarm were logged since (B)(6) 2023. As a result, the reported low flow and controller loss of power events were confirmed. The reported controller overheating event could not be co nfirmed since the device was not available for analysis. Based on risk documentation, multiple factors may have contributed to the observed high watt alarm including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller overheating event may be attributed, but not limited, to environmental factors and/or a controller malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.